Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9. The leaky filter caused the internal hlc batteries to deplete.